Event description:
It was reported that the pt reported knee pain. The surgeon swapped a 9mm poly insert for a 16mm insert.

Manufacturer narrative:
The root cause of the reported event could not be determined based on the limited info provided. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot.